Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the reported issue. Review of the logfiles showed sib malfunction. Upon further investigation, fse identified a fault in the 24v power supply within the m-cabinet. Fse replaced power supply to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The power supply unit was returned for further analysis and found to be defective. The codes are updated based on the investigation outcomes.

Event description:
It was reported to philips that system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.